Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included umbilical hernia from 2010 to 2013 and irregular menstruation. Previously administered products included for an unreported indication: oral contraceptive nos from 2010 to 2013. Concomitant products included paracetamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), back pain ("lower back pain") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, alopecia, back pain, migraine and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included umbilical hernia from 2010 to 2013 and irregular menstruation. Previously administered products included for an unreported indication: oral contraceptive nos from 2010 to 2013. Concomitant products included paracetamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), back pain ("lower back pain") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, alopecia, back pain, migraine and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical records received : reporter information, medical history, removal date, removal surgery and concomitant medication were added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.